Manufacturer narrative:
Inspection of the download data confirmed that an alarm was generated by the pod during operation, indicating the step sensor was asserted before the wire was driven. Corrosion was observed on the printed circuit board (pcb), mechanism rails, and bottom battery. Additionally, the voltages of all three batteries were measured to be lower than expected. During fluid path testing, fluid was observed to be leaking from the end of the soft cannula nail head, indicating an inadequate seal between the soft cannula nail head and formed needle. This resulted in the observed internal corrosion and low battery voltages. Fluid leaking from the unexposed portion of the soft cannula contributed to the 0x3d alarm and was confirmed to be the cause of the reported hazard alarm during operation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to 350 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site (leg), as treatment, the patient gave a correction bolus. An alarm was generated by the pod.